Event description:
The customer reported via phone call that their insulin pump alarmed motor error as well as no delivery. The customer's blood glucose was 132 mg/dl. The customer stated that there were also air bubbles in ther reservoir. The customer explained that the air bubbles were the size of two lines. The customer was unaware if they rewound the insulin pump with a reservoir in place. The customer was advised of possible causes of the air bubbles. The customer was advised to not use the infusion set, reservoir or insulin pump due to the no delivery and motor error alarms. The customer did not return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.